Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: a visual examination identified that the balloon of the device was tightly folded which indicates it had not been subjected to positive pressure. The stent was found to be damaged and displaced proximally on the balloon catheter. The shaft of the device was found to be kinked confirming device kinking. The difficulty crossing the lesion cannot be confirmed. No damage or issues were noted with the balloon, markerbands, tip of the device. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review of the express-vascular ld pmtd 10.0x40x135 cm was completed and confirmed that the event of catheter, difficult to cross lesion and shaft kinked was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause traced to intentional off-label, unapproved, or contraindicated use".

Event description:
Reportable based on device analysis completed on 04mar2026. It was reported that device failed to cross lesion and kink occurred. The 80% stenosed target location was located in the severely tortuous and mild calcified pulmonary veins. A 10.0x40x135 cm express ld stent was selected for use. During the procedure, when the stent was advanced into the long sheath, it failed to reach the lesion site. Fluoroscopic imaging revealed that the stent delivery shaft was bent, preventing it from crossing the lesion. Upon withdrawal of the stent, a kink mark was noted in the middle of the delivery shaft. The procedure was completed with another of the same device. There were no patient complications as a result of this event.